Event description:
The manufacturer received information alleging an initial power on issue. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, an initial power up failure occurred. The device's power management board needs to be replaced to address the issue. No repair was performed. The device was scrapped.